Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices in a row. The sheath was upsized to a 20f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with an additional prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.